Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received multiple inappropriate shocks due to t-wave oversensing and low amplitude morphology measurements. The s-ICD was reprogrammed and remains in service. No adverse patient effects were reported.